Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose would not go down and that it remained in the 400 mg/dl range. Troubleshooting was initiated for the high blood glucose. The customer treated with manual insulin injections. She also switched to another insulin pump. No apparent anomalies were discovered on the insulin pump; however, the customer was unable to perform the high pressure test due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care provider's instructions. The insulin pump was not returned for analysis and a tubing clamp was shipped to the customer.